Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead when the lead was advanced into the rv the helix would not extend. The lead was removed from the body and tested on a sterile field and the helix still would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent inside of the sleevehead. No further helix function possible. If information is provided in the future, a supplemental report will be issued.